Event description:
Pt with recurrent glioblastoma began novottf therapy on (B)(6) 2013. On (B)(6) 2013, novocure was informed that the pt had been hospitalized due to new onset seizure. Pt presented to the ed via ems on (B)(6) 2013 with altered mental status (ams) and lethargy. Earlier in the day, the pt had experienced right facial twitching and speech difficulty and was treated with 0.5 mg lorazepam at home. In the ed, pt was not interactive and had right gaze deviation. Pt developed right upper extremity and right sided facial twitching and drooling and was treated with 2 mg IV lorazepam and valproate with loading dose. Twitching improved but pt remained unresponsive. Pt was admitted to ICU. Heat CT showed a new hyperdense linear focus in the left parafalcine area and a possible small focus of subarachnoid blood (acute intracranial hemorrhage later ruled out). Chest x-ray showed no focal consolidation, pleural effusion, acute pulmonary edema or pneumothorax. Neurosurgery consult determined surgical intervention was not required. In ICU, mental status improved. Pt did not experience any further seizures after admission. Pt had been on anti-seizure prophylaxis (levetiracetam) in the past which had been discontinued due to liver function test abnormality. Ams improved to baseline and was likely secondary to postictal state. Pt was discharged on (B)(6) 2013. Per the prescribing md, seizure was likely secondary to gbm progression lowering the seizure threshold.

Manufacturer narrative:
Add'l serial number (B)(4). Pt with recurrent glioblastoma experienced new onset seizure resulting in hosp admission while on novottf therapy. Novocure agrees with prescribing md that seizures were related to gbm progression. Seizures were not related to novottf therapy. Seizures occurred 4 months after start of novottf therapy. Pt continued with novottf therapy with no further seizure activity reported. Seizures were reported as adverse events on the pivotal phase iii recurrent gbm trial in both arms of the trial (9% and 4% in novottf therapy and chemotherapy arms respectively). None of these seizures were considered device or chemotherapy related by investigators. Seizures are a known complication of the underlying disease (recurrent gbm). Add'l risk factors for seizure include concomitant bevacizumab [seizure was among the most common bevacizumab-related toxicities in phase ii-iii studies, affecting 9-9.7% of pts. Source: lai et al., jco, 2011, 29(2): 142-148 / chinot et al., neuro-one, 2012, 14 (suppl 6): vi101-105].